Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized. On an unreported date, dianeal/extraneal therapies were discontinued and the patient was switched to hemodialysis therapy. No additional information is available.